Event description:
A MFR's representative reported that the pt's stimulation was "too high" and he "cannot get pt programmer to successfully turn off." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).